Event description:
It was reported that the patient presented to the o.r. For a lead revision. Noise was observed on the lead which caused inhibition of therapy. The patient did not receive high voltage therapy for the oversensed noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was not confirmed. Electrical testing found no anomalies. A complete analysis was not able to be conducted as the full lead was not returned. Damages found on the lead are consistent with that occuring at explant.